Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a worn motor, incorrect sliding sleeve seal, worn swing fork, loose knob, sticky trigger, stuck mode switch, would not run and had component damage. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device, check oscillation frequency with frequency meter and switch-test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a service history review was performed which indicated that the device was serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device failed visual inspection. It was further determined that the device had a sticky trigger, sliding sleeve was incorrect, swing fork was worn, motor was worn and turn knob was loose. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check for sticky trigger, check function of device and switch-test. Therefore, the reported condition was confirmed. It was noted that the saw blade could not be mounted therefore the functional test failed. It was further noted that not all pre-repair diagnostic assessments could be performed. The assignable root cause for the analysis code of loose knob was determined to be traced to device design and further investigation and assessment is covered under a CAPA. The assignable root cause for the remaining analysis codes was determined to be due to component failure from wear.